Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed tip damage (smashed/compressed/ misshapen), and partial separation of the shaft at the collar area. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable on analysis completed on 23april2019. It was reported that the device was deformed due to the stent struct that was lifted. A guidezilla was selected for use. During the procedure, it was noted that the distal end of the device was deformed caused by the lifted up stent struct. The procedure was completed with a different device. No patient complications reported. Patient's status was stable. However analysis on the returned device revealed shaft detachment.